Event description:
A report was received that the patient had infection at the battery site. The patient's symptoms included redness and swelling at the ipg site. Antibiotics were prescribed to the patient. The patient underwent an explant procedure and did well postoperatively.

Event description:
A report was received that the patient had infection at the battery site. The patient's symptoms included redness and swelling at the ipg site. Antibiotics were prescribed to the patient. The patient underwent an explant procedure and did well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial/lot #: (B)(4), description: infinion 70 cm lead kit model #: sc-3400-30, serial/lot #: (B)(4)description: 30 cm splitter kit; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted clik anchor was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Device evaluation indicated that no complaints about the functionality of the devices were reported. No anomalies were noted in the sterilization records. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. Ipg exhibited normal device characteristics. The damage to the leads was consistent with damages done during the explant procedure and was not considered a failure. The splitters passed visual inspection.